Manufacturer narrative:
Corrected device evaluated by MFR.: from the proximal to distal markerband. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm proximal from the distal markerband. A visual examination of the markerbands identified no issues, no identified kinks or damage to the shaft and tip.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified left antebrachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues, no identified kinks or damage to the shaft and tip.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified left antebrachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.